Manufacturer narrative:
One cardiomems patient electronic system with power supply was received for evaluation. External visual inspection of returned material revealed exposed wires to power supply. No software malfunctions or anomalies were observed. Golden power supply was used for performance testing due to exposed wires to the one returned. The unit powered on successfully in conjunction with return right ang ext cable (600015768) with golden power supply connected directly to it. No sparking. Unit performed pdb successfully with returned modem. Unit passed diagnostic test. Complaint of ¿frayed wires were found on the power supply¿ confirmed. Unit determined to have power malfunction due to damage to power supply. No damage to power cord or right angle cable.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply of the device.